Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately six (6) years post initial procedure, a type 3b endoleak was detected by angiogram. The physician elected to treat the patient by implanting a bifurcated afx2 device and an infrarenal afx on (B)(6) 2018, which resolved the leak. The patient is reported as doing well post-secondary. There have been no additional patient sequelae reported.

Event description:
Additional information received per clinical assessment confirming that aneurysm enlargement (diameter unspecified) was also present at the time of the reported event.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported events of type iiib endoleak of the bifurcated stent with sac growth. The clinical assessment also determined that there was evidence to reasonably suggest coiling of the sac in 2015 for multiple patent lumbar arteries, which was not included in the event as reported. This event is most likely user-related due to the off-label right iliac and use of concomitant products. In addition, device-related contributing factors include the strata material. While procedure-related harms and the final patient status could not be confirmed, it was reported that the patient was doing well post secondary repair. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014.